Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with 90% stenosis, moderate calcification and moderate tortuosity. The 1.2x6mm mini trek balloon dilatation catheter (bdc) was soaked in saline and prepared outside (air aspiration) the anatomy prior to use, however, the balloon ruptured during the first inflation of up to 5 atmospheres (atms). There was resistance with the lesion during advancement and removal. Another same size trek balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.